Event description:
Event description: ecn event description: after introduction of the faradrive sheath and versicross connect the wire was being manipulated and the wire started to unravel. The entire system was removed and new access with a new product with a different wire was inserted. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: the whole system was taken out of the body because wire started to unravel what is the next course of action?: replace system with new products and use a different wire patient present at time of event?: yes patient complications: no patient complications procedure number: pn-2520143 device/procedure outcome: procedure completed via alternative method,different device used (same model). Patient outcome: no value found.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: - exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.